Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was dirt in the tubing of a clearlink continu-flo solution set. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed using the naked eye which revealed a degraded piece of burned plastic inside the tubing. The reported condition was verified. The cause of the burned plastic could not be determined. Should additional relevant information become available, a supplemental report will be submitted.